Event description:
It was reported that during a radical thymectomy procedure, the bag broke while attempting to remove the specimen, the bag stretched then broke. It is unknown if any pieces fell into the patient. Another device was used to complete the procedure. No adverse consequences reported. No other details are available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The analysis results confirmed that the device was returned in good visual condition, fully deployed, the bag damaged and the suture torn. Upon evaluation, the bag was noted fully cinched; however, the bag was found cut near the bottom. No signs of stretched material. Following precautions should be taken: (do not attempt to remove the bag with specimen through the trocar as this may lead to bag rupture and spillage of contents.) (Care should be taken to avoid contact of the bag with sharp instruments, cutting devices, electrocautery and laser or other instruments.) (Excessive forces should be avoided during bag extraction.) The batch record was reviewed and no anomalies were noted during the manufacturing process.